Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed a critical alarm due to a motor stall. The motor stall was intermittent. The motor stall occurred on (B)(6) 2010 at 1353 and recovered on (B)(6) 2010 at 0740. The patient experienced dizziness and nausea which coincided with the motor stall over the weekend. The patient status was reported as being "good" the medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.